Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller with this process, and confirmed that the malfunction did not recur. The customer was instructed to monitor for any further issues and contact support if needed.